Manufacturer narrative:
The reported event of backup vvi was confirmed in the lab. A retrieved copy of the backup vvi printout indicated the device image was corrupted. The device was successfully restored from backup vvi. Upon initial bench testing, the device was found to por when can was connected to ground and cause the device to enter into backup vvi mode. Telemetry, pacing, sensing, impedance, high voltage (hv) output functions, and patient notifier were tested, and no anomaly was detected. The cause of the field event is suspected to be due to reduced clearance between ring-frame and can resulting in inadequate insulation between ring-frame and can.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device preparation, the implantable cardioverter defibrillator (ICD) was in backup mode. The ICD was not used. There was no patient involved.